Event description:
Event description cpi received information that during an implantable pulse generator (ipg) system implant procedure, this bipolar lead's helix tip broke off and remains in the patient. Attempted implant-08/01/96. The physicians manual 352527-003, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.